Event description:
Customer reported receiving a reading of 342 mg/dl at 7:00 am on his adc meter which was higher that he felt. Customer further reported experiencing symptom that were described as "shakiness and weakness". Customer reported that on the same day he woke up at 6:30 am and was getting ready for a doctor's appointment. Customer denied self-treatment and reported that at a local health care facility he was diagnosed with hypoglycemia ("between 9:30 am and 10:30 am") and treated with oral glucose ("50 units"). There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The returned meter was tested with returned test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in the meter memory.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Although attempts were made to clarify the inconsistencies reported in this case (for example "50 units of glucose"), no additional information was obtained. (B)(4).